Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation.the photographs were reviewed and showed a wet cloth beneath the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was described as ¿during the connection and disconnection of the transfer line¿ the reporter ¿observed peritoneal fluid leaking from it¿. This occurred during the use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.